Manufacturer narrative:
On 12/27/2013 unit was received from the field for evaluation. Refer to evaluation# (B)(4) - observed saline deposits at base of cap as well as at the case body/irrigation tube interface. Tested handpiece and it primed and cut successfully. Disassembled unit to verify internal components. No damage or defect noted. Could not duplicate malfunction. Handpiece was disposed of. On 01/23/2014, the DHR for microtip lot 25313-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 25313-01. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 25313-01 has a failure rate of (B)(4). No significant trend was observed. A review of console history (s/n (B)(4)) was performed during the months of 07/12/2013 through 12/12/2013 and showed that there were (B)(4) reported complaints originating from this console. No significant trend was observed. This console was not requested for evaluation. The complaint microtip was disposed of due to internal inspection during evaluation.

Event description:
Handpiece did not prime. Tried 3 times and would not work.